Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a posterior lite with capio slim was used during an unknown procedure and performed on an unknown date. According to the complainant, during the procedure and inside the patient, the stent arm detached from the wire but the metal part was recovered. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
A visual examination of the returned posterior lite with capio slim revealed that the suture on the blue with white stripe dilator is broken and the suture is frayed at the break indicating that the lead suture broke. The dart is missing and was not returned. In addition, the suture on the blue dilator is broken, the dart is missing and was not returned. Also, analysis revealed that there are tool marks on the dilator, proximal the suture indicating that the user most likely cut the suture to facilitate removal of the device. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. The investigation concluded that this complaint is associated with a product that meets the design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. The most probable root cause classification is operational context.

Event description:
It was reported to boston scientific corporation that a posterior lite with capio slim was used during an unknown procedure and performed on an unknown date. According to the complainant, during the procedure and inside the patient, the stent arm detached from the wire but the metal part was recovered. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.